Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the 8mm monopolar curved scissors (mcs) instrument's orange couldn't be completely covered with the scissor insulation because it had a crack and even more orange appeared. Questionable because of burning. No further information was provided. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the problem was identified before the start of the procedure ¿ after anesthesia but before the placement of the port. Another instrument was opened. The operation was not delayed. A piece of the tip cover was missing, a piece of black plastic.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have scratch marks on the brown laser marked section of the tube extension. Scratches and abrasions on the main tube are deemed cosmetic damage. The orange plastic beneath the laser marking was exposed. Tube extension scratch marks measured roughly 1.84 mm x 1.10 mm. Material is not missing from the surface of the main tube. Components adjacent to this scratched main tube do not show damage. Scratches or abrasions to the instrument tube extension are deemed cosmetic damage. The probable root cause is attributed to damage during use, which may result from inadvertent collisions with other instruments or an accidental drop of the instrument. Excessive contact with abrasive or hard surfaces during transport, reprocessing, or tip cover/installation/removal can also cause scratch marks.